Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
'Outcomes of small renal artery targets in patients treated by fenestrated- branched endovascular aortic repair' jussi m. Kärkkäinen, emanuel r. Tenorio, keouna pather, bernardo c. Mendes, thanila a. Macedo, jean wigham, alisa diderrich, gustavo s. Oderich. The aim was to evaluate renal related outcomes in patients who had incorporation of a small (<4.0 mm) renal artery (ra) during fenestrated-branched endovascular aortic repair (f-bevar). A total of 215 consecutive patients enrolled in a prospective f-bevar trial were reviewed. The kaplane-meier estimates of one and two year ra related outcomes are presented in table 4. At one year, primary patency was 79 ± 9% in the study group and 94 ± 1% in the control group (p < .001); secondary patency was 84 ± 8% vs. 97 ± 1% (p < .001), respectively (fig. 3a). Freedom from ra instability was 79 ± 9% vs. 93 ± 2% at one year (p ¼ .005, fig. 3b), and freedom from renal function deterioration was 90 ± 7% vs. 90 ± 3% (p ¼ .09), respectively. There were no differences in freedom from reintervention and survival between the groups. No device allegations of deficiencies specific for gore devices.

Manufacturer narrative:
Device lot/serial information could not be obtained. Therefore, no manufacturing evaluation could be performed. No information about the device availability. Consequently, a direct product analysis was not possible. Patient and event information were requested, but author declined to provide any details. As a result, further investigation was not possible.